Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient charged for four hours and saw no change in the amount of charge in the implanted battery. When telemetry was checked it did not appear the patient had charged for more than two hours at a time. It was noted the patient stated ¿they had never experienced an overdischarge.¿ the patient was re-educated on charging. It was noted the patient had had a recent cancer diagnosis and they wanted to do an MRI. There were no patient symptoms or injuries. Patient status was noted as no injury or adverse event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulator only works for 3-4 hours before it "stops working." It was noted it takes 6 hours to charge about ¾. It was also noted the antenna gets hot during recharge. It was noted this issue started about one year prior. The reporter stated that he had an appointment and would like to meet a manufacturing representative for a reprogramming session. Additional information was requested but, was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 377860, lot# v018639, implanted: (B)(6) 2007. Product type: lead: product ID 377860, lot# v017268, implanted: (B)(6) 2007. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).